Event description:
It was reported that the arctic sun device had been warming patient and trying to rewarm since 5:15. Intensivist came in and adjust the settings. The device was set to target temperature was 37c at rate of 0.5c/hr, but intensivist changed to rewarm from 37c at maximum rate to target temperature of 37c. Therapy currently stopped. 4 pads connected. Event log shows 105 (cool patient end) and alert 113 (reduced water temperature control). Mis had nurse to restart therapy and after a couple minutes checked system diagnostics showed outlet monitor temperature (t1) was 27.7c, outlet control temperature (t2) was 27.7c, inlet temperature (t3) was 30.5c, chiller temperature (t4) was 7.5c, water flow rate was 2.6 l/m, inlet pressure was -7psi, circulation pump command was 81 percentage, mixing pump command was 0, heater showed 12 percentage, water reservoir level showed 5, system hours were 6858.9 and pump hours were 6002.5. The water temperature was 29.4c. Mis walked nurse through adjusting settings to rewarm from patient current temperature was 34.9c to target temperature of 37c . Mis had nurse to stop therapy, drain pads and drain 16 ounces from right drain port. Nurse restarted therapy. Mis encouraged adding bair huggers or warm blankets to hands, head and feet if ok with protocol. Mis would call back in 20 minutes to check water temperature. Nurse stated that they received alert about patient probe . Nurse swapped out to esophageal probe. The patient temperature was now registering higher at 35.4c, water temperature was 29.8c and therapy restarted about 20 minutes ago. Nurse confirms patient was generating heat. Discussed ways to address heat generation. Nurse noted device would not make warm water if it was trying to counteract temperature increase too quickly. Patient trend showing 1 bar trending upward. Mis advised to call back with any questions or concerns. Per follow up information received via email on 01jun2023, it was reported that therapy was completed and there was no impact to the patient. The patient was male and no other identifying information was provided. Did troubleshooting with mis and was walked thru the error correcting process. Device works and was not sent to biomed.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned

Event description:
It was reported that the arctic sun device had been warming patient and trying to rewarm since 5:15. Intensivist came in and adjust the settings. The device was set to target temperature was 37c at rate of 0.5c/hr, but intensivist changed to rewarm from 37c at maximum rate to target temperature of 37c. Therapy currently stopped. 4 pads connected. Event log shows 105 (cool patient end) and alert 113 (reduced water temperature control). Mis had nurse to restart therapy and after a couple minutes checked system diagnostics showed outlet monitor temperature (t1) was 27.7c, outlet control temperature (t2) was 27.7c, inlet temperature (t3) was 30.5c, chiller temperature (t4) was 7.5c, water flow rate was 2.6 l/m, inlet pressure was -7psi, circulation pump command was 81 percentage, mixing pump command was 0, heater showed 12 percentage, water reservoir level showed 5, system hours were 6858.9 and pump hours were 6002.5. The water temperature was 29.4c. Mis walked nurse through adjusting settings to rewarm from patient current temperature was 34.9c to target temperature of 37c . Mis had nurse to stop therapy, drain pads and drain 16 ounces from right drain port. Nurse restarted therapy. Mis encouraged adding bair huggers or warm blankets to hands, head and feet if ok with protocol. Mis would call back in 20 minutes to check water temperature. Nurse stated that they received alert about patient probe . Nurse swapped out to esophageal probe. The patient temperature was now registering higher at 35.4c, water temperature was 29.8c and therapy restarted about 20 minutes ago. Nurse confirms patient was generating heat. Discussed ways to address heat generation. Nurse noted device would not make warm water if it was trying to counteract temperature increase too quickly. Patient trend showing 1 bar trending upward. Mis advised to call back with any questions or concerns.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.